Manufacturer narrative:
(B)(4). Based on the initial triage of the returned device appears to have been in use at the time of the reported event. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
Customer complaint alleges "the doctor was proceeding according to IFU to insert the cvc. However, the syringe and needle were not combined and could not be used." There was no patient involvement reported. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer returned a two-lumen catheter with the cover and luer caps, a spring-wire guide assembly, a dilator, a catheter box clamp, two unopened luer caps, an ars, an introducer needle, and a catheter over needle assembly for evaluation. The ars, introducer needle, and catheter over needle assembly were examined as part of this complaint. The introducer needle showed signs of use in the form of biological material. No issues or defects were identified. The returned introducer needle fits on the returned ars and requires moderate force to be removed. The returned catheter over needle assembly fits on the returned ars and requires moderate force to be removed. The returned introducer needle fits on a lab ars and requires moderate force to be removed. The returned catheter over needle assembly fits on a lab ars and requires moderate force to be removed. No issues were identified. A device history record review was performed and no relevant findings were identified. The customer reported issue of the syringe and needle connection not being secure was not confirmed during the complaint investigation. Visual and functional inspections were performed on the returned ars, introducer needle, and catheter over needle assembly and no issues were identified. A device history record review was performed and no issues were identified. No problem was found with the returned sample.

Event description:
Customer complaint alleges "the doctor was proceeding according to IFU to insert the cvc. However, the syringe and needle were not combined and could not be used." There was no patient involvement reported. There was no report of patient injury or consequence.